Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Possible lot numbers: 2844620 or 2927315. PMA 510(k): k913859 & k083641.

Event description:
This event occurred in (B)(6). The care assessor reported on behalf of the patient that the bivona tts tracheostomy tube was spraying water out of the balloon when putting water into the cuff. The tube ended up getting changed. There was no reported information on the patients condition.

Manufacturer narrative:
The reported 8.5mm tts¿ tracheostomy tube was returned for investigation with 3 other tracheostomy tubes. A review of the device history record, relevant to the reported lot, found no non-nonconformities or issues during manufacturing. During visual inspection of the device, it was observed that there was discolored water inside both the cuff and the balloon. Additionally, a small cut was found on the side of the airway balloon. Investigation was unable to determine the root cause of the small cut on the inflation balloon; however no evidence was found to suggest an intrinsic manufacturing defect. (B)(4).